Event description:
Patient (pt) stated that last night when she went to change her cassette, she got an alarm on her pump (serial: (B)(6); expiration: unknown). She doesn't remember exactly what it said, but it was something related to a clamp being closed or an occlusion. There was no clamp closed and there were no bubbles in her cassette. She attached the same cassette to her back-up solis pump and the infusion started without any issues. Still currently running fine hours later. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product fault occurred while in use by pt. Product issued did not cause or contribute to pt or clinical injury. Device available for investigation pending return by pt. Pharmacy replacing pump. Pt switched to back up and was able to successfully continue infusion. Infusion is life sustaining. Outcome: resolved. Exact date pt switched to back up event not specified. No further info or dates known/reported.